Event description:
A malfunction was reported on the customer's pump, specifically displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions to reset the pump and assisted the caller through the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to report back if the issue happened again.